Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19864043.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a device explant procedure. The explanted ipg and linear leads were kept by the facility and will not be returned.